Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Blew up and opened the bottom of the toothbrush, this happened while it charging on the base - oral-b [device battery explosion] bottom of the toothbrush broke - oral-b [device breakage] I left it charging and we heard a noise - oral-b [device physical property issue] case narrative: male consumer via e-mail reported that while the oral-b toothbrush was charging on the base he heard a noise and the oral-b toothbrush blew up, opened at the bottom, and the bottom of the toothbrush broke. No injury was reported.